Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was not impacted. Reportedly issue has been resolved. Reportedly, the customer declined to provide further details. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.